Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Double feed, orange indicator over traveled the analysis results found that one (B)(4) device was received in good visual condition. The device was cycled; fed and formed the first clips within manufacturing specifications and then, a double feed incident occurred causing pear shaped clips. However, it could not be determined what may have caused the found condition. In addition, the device locked out as intended but the orange indicator was visible at the 12th firing sequence thus, it over traveled. These findings are not related with the event reported. No incident related to the reported event was observed during the batch record review.